Event description:
Caller left voice mail for MFR's rep in 2003. Perfusionist reported to caller an arrest cassette leak. During a case today, after induction (switching from antegrade to retrograde), the customer was not getting a good arrest. Perfusionist stopped flow on cardioplegia. Perfusionist opened the yellow door and noticed fluid around the cassette. He switched out the arrest cassette with a replacement that was sent ealier.